Manufacturer narrative:
Zoll medical corp. Has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through stress testing, which consisted of analyzing the devices shock rhythm on a simulator. Without duplicating the malfunction it's important to note there was no clinical data or strips provided as part of the investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.